Manufacturer narrative:
The formed needle and bottom housing were inspected for abnormalities that could cause infection and none were found. The exact cause of reported infection could not be conclusively determined. The device was received fully deployed. Inspection of the device found the exposed portion of the soft cannula to be torn. The length of the soft cannula was observed to be out of specification. Due to the soft cannula being torn, the fluid did not flow through the complete fluid path. The download data does not contain any alarm, timeouts or drive stalls. It could not be conclusively determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 300 mg/dl. The site appeared infected after wearing the pod on the leg for between 5 and 24 hours. As treatment, bolus injections were administered and a new pod was applied.